Event description:
It has been reported to philips that when the tempus pro monitor was in use on a patient, the nasal capnography was not detecting correctly and showed the capnography to be disabled. Various nasal co2 sensors were tried with the same results. Patient outcome is unknown.